Event description:
The customer reported the system will not produce xrays. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site evaluation. The problem was verified. Replaced collimator power supply cable. Replaced collimator power supply replaced stop switch. Checked and verified system fully operational by booting system 5 times, taking exposures and verified no problems or errors.